Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult hyperflex malfunctioned. When the trach tube was used, it was found that the cuff was leaking. Customer response revealed an tracheostomy tube change out was required. File now serous injury reportable. As unknown if new tracheostomy verses long term.